Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. A supply change was performed and the occlusion alarms continued. The customer's blood glucose (bg) level was 510mg/dl and a correction bolus was delivered to address the bg level. The contact declined troubleshooting with tandem technical support (cts) to determine a possible cause of the occlusion. Cts reached out to the customer's clinical diabetes specialist (cds) in regards to the occlusion alarms. The contact declined a follow-up call to ensure the customer's bg level decreased. The cds attempted to follow up with the customer multiple times; however, no response was received.